Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid right coronary artery (rca). A 32 x 4.00 promus premier¿ drug eluting stent was selected for use to treat the lesion; however, during preparation, the physician noted that the stent struts were sticking out at the proximal side of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage. A stent strut on the first row from distal edge was damaged and lifted upwards from the stent profile. The crimped stent outside diameter (od) at the undamaged proximal edge of the stent was measured. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid right coronary artery (rca). A 32 x 4.00 promus premier drug eluting stent was selected for use to treat the lesion; however, during preparation, the physician noted that the stent struts were sticking out at the proximal side of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).